Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there are alarm delays on telemetry. The customer's biomed tested the alarms with a mx40 and a simulator. He found there was 10 minutes of delay of some alarms. The customer indicated the device was in clinical use. There was no reported patient harm.